Event description:
The customer contacted stryker to report that their device would not provide any voice prompts. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was also observed that the magnet in the lid was missing, which was the cause of no audio output. Stryker determined that the root cause of the reported issue is likely the missing lid magnet. The cause of the missing magnet was isolated to the lid assembly. The returned device was archived by stryker and the customer received a replacement.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not provide any voice prompts. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.